Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No grey display or blank display anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump turned off in the middle of the night due to a battery issue. The customer¿s blood glucose during the incident was 30 mmol/l and the customer treated with the pump. It was reported that the sensor was gone and they could not get any readings. It was also reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer's blood glucose level was 9.5 mmol/l at the beginning of the call and 7.9 mmol/l at the end of the call. The device will not be returned for analysis.